Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the stent could not be deployed during the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Device imaging identified the sheath was elongated with coil and inner liner exposure in addition to the exposed coils and inner liner being stretched across the dilator which could cause or contribute to death or serious injury.